Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization of a wide neck aneurysm, the physician positioned the prowler select plus 150/5 cm. Microcatheter (mc #1) and advanced an enterprise vrd and delivery stent. During advancement, the enterprise system became stuck in the mid section of the mc. The physician was not able to advance or withdraw the enterprise in the prowler mc and withdrew both systems. The physician then changed to another microcatheter and enterprise vrd and delivery stent (#2). Both products were positioned at the target lesion and the physician successfully coiled/filled the aneurysm. When the physician withdrew the enterprise vrd system (#2), the distal tip of the delivery wire was noted to be fractured and remained in the patient. The patient was reported to have recovered and is fine at this time. The target lesion was a wide neck aneurysm of the left eye artery segment. The physician did attempt to retrieve the fractured segment of the delivery wire but was not successful-no other details were provided. No additional target lesion information was provided. An adequate/continuous flush was maintained to the micro-catheter at all times. There was no reported product issue with the second micro-catheter used. The complaint products were inspected prior to use and appeared to be normal. The complaint products were prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported difficulty flushing the first mc used. No additional information is available.

Manufacturer narrative:
The products were returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report #1058196-2012-00016, #1058196-2012-00017, and #1058196-2012-00018.

Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization of a wide neck aneurysm, the physician positioned the prowler select plus 150/5 cm. Microcatheter (mc #1) and advanced an enterprise vrd and delivery stent (#1). During advancement, the enterprise system became stuck in the mid section of the mc. The physician was not able to advance or withdraw the enterprise in the prowler mc and withdrew both systems. The physician then changed to another microcatheter and enterprise vrd and delivery stent (#2). The second prowler mc and enterprise vrd were positioned at the target lesion and the physician successfully coiled/filled the aneurysm using ev3 and microvention coils. After the coiling of the aneurysm, when the enterprise delivery system (#2) was withdrawn, the distal tip of the delivery wire was noted to be fractured and remained in the patient. The patient was reported to have recovered and is fine at this time. The target lesion was a wide neck aneurysm of the left eye artery segment with no additional target/vessel information available. An attempt to retrieve the fractured segment of the delivery wire was made, but was not successful. The delivery wire was not re-shaped prior to use. An adequate/continuous flush was maintained to the micro-catheter at all times. There was no reported product issue with the second micro-catheter used. The devices were inspected prior to use and appeared to be normal. The devices were prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported difficulty flushing the first mc used. No additional information is available. (B)(4): based on the analysis of the received condition of the two mcs, it can be concluded that the first mc (mc#1) received with the stent in the hub was the mc used with the first enterprise vrd with which it was reported that the enterprise was not able to be introduced through the mc. Because it was reported that the insertion difficulty occurred midway through the mc, it is likely that the stent being deployed in the hub was due a gap created by the introducer not being fully seated in the mc hub as outlined in the instructions for use. This would allow the stent to expand in the gap. It was reported that the enterprise system and mc were withdrawn as a unit, which would seem to indicate that the stent deployment in the hub occurred either during the introduction process or after removal from the patient. If it occurred during the introduction process, this would have likely impacted the ability to introduce the enterprise through the mc. With analysis of both returned mcs, obstruction of the mcs was not confirmed. Functional analysis was performed successfully with the mcs and the ID of the mcs meets specification. The cause of the compress/flat section found on the second mc could not be conclusively determined, but it does not appear to be manufacturing related. Although no definitive conclusion can be made, neither the analysis nor the DHR suggest that the inability to insert the enterprise through the mc is related to the mc or enterprise manufacturing process; therefore no corrective actions will be taken at this time. (B)(4) : two non sterile prowler select plus microcatheters (mc) and two enterprise vrd were received inside of a plastic bag. The enterprise was received inside of a coil dispenser. The first of the microcatheters (mc #1) was received with a "y" connector and the introducer tube inserted on it. Also the enterprise stent was received deployed into the microcatheter (mc) hub. The mc presented no visual damages. The second microcatheter was received with a "y" connector and the enterprise delivery wire inserted in it. Based on the analysis of the received condition of the two mcs, it can be concluded that the first mc (mc#1) received with the stent in the hub was the mc used with the first enterprise vrd with which it was reported that the enterprise was not able to be introduced through the mc. The enterprise stent was observed under a microscope and presented with a bend on one of the struts. Because the stent was deployed, functional testing of the complete unit (the delivery wire with the stent) could not be performed. Therefore, functional analysis was performing per procedure; the delivery wire without stent was introduced into the microcatheter it was received in. It was able to be advanced through the microcatheter and no resistance or friction was felt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10045537. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on september 15, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.(B)(4): the report that the stent got stuck midway during advancement through the mc could not be confirmed since the stent was received deployed in the mc hub. Because it was reported that the insertion difficulty occurred midway through the mc, it is likely that the stent being deployed in the hub was due a gap created by the introducer not being fully seated in the mc hub as outlined in the instructions for use. This would allow the stent to expand in the gap. It was reported that the enterprise system and mc were withdrawn as a unit which would seem to indicate that the stent deployment in the hub occurred either during the introduction process or after removal from the patient. If it occurred during the introduction process, this would have likely impacted the ability to introduce the enterprise through the mc. The root cause of the damaged found during the analysis could not be conclusively determined; however, the introduction or withdrawal in the presence of a gap between the introducer and mc shaft may have contributed. The returned mc and enterprise did not present with any indication of manufacturing defect or anomaly contributing to the event as reported. Neither the device history records review nor the product analyses suggest that the event reported by the customer is manufacturing related; therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure. Please reference MFR. Report #1058196-2012-00016, #1058196-2012-00017, and #1058196-2012-00018.